Event description:
(B)(4). My menstrual cycle is horrible never know when im gonna have one and I bleed and clot terribly! After and during intercourse I have pain in my abdomen and lower back pain! Also I have a migraines probably 4 times a month when before I could not tell you how a migraine felt cause I never had them!